Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed blood leakage at the level of the access post pump pod membrane. The lines of the set, including spikes, are provided by an internal vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the pressure pod of a prismaflex m150 set during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.